Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
There is no evidence to suggest the device caused or contributed to this event. This subject was enrolled in the (B)(6) post market observational study on (B)(6) 2017. The index procedure took place on (B)(6) 2017 and involved treatment of a denovo occlusion of the proximal popliteal artery in the left leg. One biomimics stent was implanted. The event was reported to veryan as "restenosis of treated segment (target lesion)" on (B)(6) 2020 and was described as possibly related to the device and not related to the procedure. A percutaneous intervention was planned but had not taken place by the time the subject exited the study on (B)(6) 2020. As the event is related to a restenosis occuring inside the stent although the intervention had not taken place by the subject's study exit on (B)(6) 2020 it is being be reported conservatively. The event is described as resolved and the patient has recovered. The device remains implanted.